Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in the bolus history screen. No history anomaly was noted. The insulin pump had cracked battery tube threads.

Event description:
Customer reported that the tubing was kinked however did not receive any alarms. Customer stated that her blood glucose readings were 342 mg/dl and has treated with a manual bolus. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Low reservoir alarm was noted in the alarm history. It was noted that the insulin pump seems to provide twice the time on the bolus history. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.